Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-06701.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 422 mg/dl. The customer stated that he went to see his doctor to try to keep the blood glucose levels under control. He also noted that the sensor glucose and blood glucose readings had discrepancies. Nothing further reported.